Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: puckering. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast augmentation with unspecified mentor saline breast implants and experienced puckering on an unspecified side postoperatively. As a result, the patient underwent device removal and replacement with 600cc mentor memorygel breast implants, catalog number 3507600bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2006.